Manufacturer narrative:
(B)(4). The investigation is on-going and a follow-up MDR will be filed when all the information is gathered. (B)(4).

Event description:
Philips became aware of the system that was shipped without the two covers on the slip ring. There were no reported injuries.